Event description:
A report was received that the patient was unable to charge the battery properly as it was becoming very hot and uncomfortable internally and to the touched while charging. The patient underwent a procedure wherein the ipg was replaced per physician¿s preference and relocated. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.